Manufacturer narrative:
Date of event: event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that an incident that occurred with their first implant. One time when they went through the security at the airport, the stimulation sensation became higher, said it was painful. As soon as they lowered the setting back to the typical setting it was fine. When asked, patient said that this happened a while ago (like in 2002). The issue resolved prior to the call.